Manufacturer narrative:
(B)(4). Visual inspection found no defects with the device. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force of the device was tested with satisfactory results. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed successfully. The investigation found the device to function normally and within specification. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position.

Event description:
The customer reported that during a low anterior resection end tones, indicating a completed seal cycle, were heard. The surgeon noticed oozing after the seal cycles were completed. The surgeon stated the patient's tissue was compromised due to prior node dissection in the area where the oozing occurred. Additionally, the patient's tissue was affected due to alcoholism. There was no harm to patient.